Event description:
Event description cpi received information that one week post op, this patient had received inappropriate shocks, along with oversensing, and intermittant loss of ventricular capture. An x-ray showed the proximal coil was barely in the atrium. An invasive procedure was performed and the endotak transvenous defibrillation lead (0064) was capped. A new lead, a cpi (0125) was implanted. At this time the physician elected to remove the implantable cardioverter defibrillator (ICD)(1746), and replace it with a new implantable cardioverter defibrillator (ICD).